Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Five minutes following implantation, a small pericardial effusion was noted surrounding the laa. The patient was observed for 10 minutes prior to removal of transesophageal echocardiography probe. The patient was moved to the floor and 45 minutes later became hypotensive and unresponsive. The patient was brought back to the cath lab and was medically managed. A pericardiocentesis was performed and 1 liter was removed. The patient was monitored for another hour and was then transferred back to the floor. The patient was reported to be doing well and fully recovered.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Five minutes following implantation, a small pericardial effusion was noted surrounding the laa. The patient was observed for 10 minutes prior to removal of transesophageal echocardiography probe. The patient was moved to the floor and 45 minutes later became hypotensive and unresponsive. The patient was brought back to the cath lab and was medically managed. A pericardiocentesis was performed and 1 liter was removed. The patient was monitored for another hour and was then transferred back to the floor. The patient was reported to be doing well and fully recovered. It was further reported that pericarditis occurred.